Event description:
The customer reported the system displayed high ma and filament regulator errors. Both of these errors require the user to hit any key to continue. However, these errors occurred during a procedure with patient involvement. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
Ra ge representative evaluated the system and replaced the filament regulator board, removed and greased the high voltage anode and cathode tube and high voltage tank wells, and cleaned and greased high voltage cable connectors, performed a filament calibration and reloaded calibration files. The system operates as intended. This malfunction have resulted in a possible accidental radiation occurrence.